Event description:
It was reported the patient died due to respiratory problems. The patient's spouse reported the cause of death was device related, but the manufacturer was not involved in troubleshooting. No further symptoms or device testing was reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.